Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The initial reporter states that a nurse reported that the nasal tube was leaking . The tube was removed and discarded. It was decided not to use another nasal tube, but to place the j-peg system directly. There was no reported patient harm or medical intervention.